Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The battery doesn't charge. Due to the backup battery failing to charge . If a loss of power occurs during use it could cause the unit to shut down due to back-up battery not working. No patient involvement reported.

Manufacturer narrative:
Date of report: 24september2018. Date of manufacturer: 08may2018. The ventilator's back-up battery was replaced by a third party dealer. Additional details were requested; however, no further information was provided. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.